Event description:
It was reported that the patient was revised due to instability.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This device is used for treatment. Review of the device history records did not find any deviations ro anomalies. A product history search revealed no additional complaints against the related part and lot combination. The package insert states that join instability is in adverse effect. This is therefore a known inherent risk of the procedure. It was reported that the surgeon commented the patient probably had an undersized polyethylene bearing that allowed the knee to move excessively. During the revision surgery the patient was revised to a thicker, 17mm, articular surface indicating that it is likely that the articular surface selected during ther primary surgery contributed to the instability.